Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit displayed autofill failure after pressing start. The customer did switch to a new unit immediately after encountering the problem. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1 - event site postal code: (B)(6), additional point of contact name: (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the pneumatic module was the issue. To fix the issue, the fse replaced the pneumatic module assy, rohs. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.